Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and the distal conductor was fractured. The outer insulation had cosmetic depression and there was blood in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and the distal conductor was fractured. The outer insulation had cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported that the pace/sense lead in the right ventricle exhibited high impendence and sensing issues which caused the tachy lead to deliver inappropriate therapy to the patient. The pace/sense lead was explanted and replaced, and the high voltage portion of the tachy lead remains in use. No further patient complications were reported as a result of this event.